Event description:
Additional information received indicates that the patient experienced infection at the ipg site.

Manufacturer narrative:
Per the new information received, the infection was at ipg site. There is no issue with the device reported under MFR report # 3006705815-2020-02898. Hence, MFR report # 3006705815-2020-02898 does not meet the reportability criteria.

Manufacturer narrative:
Date of event and therapy date are estimated. Further information was requested but not obtained. During processing of this incident, attempts were made to obtain implant date for the device. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23016. Related manufacturer reference number: 1627487-2020-23017. It was reported that the patient experienced an infection. As such, surgical intervention took place on (B)(6) 2020 where in the entire system was explanted to address the issue.